Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high blood glucose, critical pump error (open book image) alarm and pump error 24 alarm. Insulin pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 24 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement accuracy test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no moisture damage on the electrical board 1 / electrical board 2 / force sensor. Force sensor zero offset within specification 23.7 mv. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error during testing. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Critical pump error (open book image) alarm confirmed problem isolated to the electrical board 2. Unable to download history files and traces confirmed. Unable to verify pump error 24 alarm due to critical pump error (open book image) alarm. Unable to verify customer alleged for high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized on (B)(6) 2021 for high blood glucose which 20 mmol/l and was treated with IV insulin drip. Customer stated that insulin pump had critical pump error along with open book image. It was unknown whether the auto mode feature was active at the time of incident. The insulin pump will be returned for further analysis.